Manufacturer narrative:
Trackwise ID # (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 09/13/2019. Signs of clinical use and no evidence of blood was observed. The device was returned outside the packaging material as well as the protective sterile barrier. The heater wire was observed to be bent and twisted away from the hot jaw, remaining attached at the base, but was detached at the tip. The silicone insulation on both the jaws was observed to be intact, no visual defects were observed. Based on the return condition of the device, we are unable to confirm when the reported failure took place. However, we are able to confirm the reported failure "material twisted/ bent wire." The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoviewhempro wire on the jaw was loose when they removed from the box. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoviewhempro wire on the jaw was loose when they removed from the box. A replacement device was used to complete the procedure. The hospital did not report any patient effects.